Event description:
Surgeon complains device protack 5mm fixation device misfires when surgeon attempts to tack another firms mesh to hernia site.======================manufacturer response for fixation device, protack, (per site reporter).======================I called the service center and was transferred to a voice mail. I left a voicemail stating my name, phone number, and issue. I waited for their response. I am happy to return the protack in question to them for their qa team to examine. Please call the reporter if you desire me to return the device and send me a shipping box to retrieve the product. I keep products for a period of one month awaiting vendor retrieval; then after one month the product will be discarded.